Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding general") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), depression ("psychiatric problems condition:depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems-anxiety"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), cystitis ("bladder infection"), vaginal haemorrhage ("heavy vaginal bleeding"), anaemia ("blood or heart disorder/condition type: anemia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal pain lower, cystitis and vaginal haemorrhage had resolved, the genital haemorrhage, menorrhagia, depression, anaemia, dyspareunia, fatigue, weight increased and anxiety outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was treated for bladder infection. Current weight: 209 lbs. Approximate weight at the time of essure placement: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. (B)(6) 2014, ultrasound showed total bilateral occlusion, everything looked good: could no longer get pregnant. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs is received. Lab data added. Event: menorrhagia, psychiatric problems condition:depression, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, anxiety,abnormal bleeding general were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping"), cystitis ("bladder infection") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal pain lower, cystitis and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she was treated for bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: essure coils in place. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.